Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Event description:
A distributor in colombia reported on behalf of a healthcare facility via a fisher and paykel (f&p) healthcare representative that a connector of a bc306 flexitrunk nasal CPAP bonnet was broken. It was further reported that the mask was detached as the result of the connector being broken. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) flexitrunk CPAP bonnet was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and pictures provided by the customer and our knowledge of our product. Result: visual inspection of the provided picture confirmed that the bonnet clip was broken. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All infant interface bonnets are visually inspected prior to being released for distribution, any bonnets that fail are rejected. The user instructions that accompany the bc306 infant bonnet show how to measure the baby's head circumference and select he correct sized bonnet as well as how to fit it to the patient.

Event description:
A distributor in colombia reported on behalf of a healthcare facility via a fisher and paykel (f&p) healthcare representative that a connector of a bc306 flexitrunk nasal CPAP bonnet was broken. It was further reported that the mask was detached as the result of the connector being broken. There was no reported patient consequence.